Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The pump was exchanged due to thrombus at the transplant hospital on (B)(6) 2020 to a heartmate 3 (reported in MFR. Report # 2916596-2020-04549). The patient stayed on va ECMO. The patient expired on (B)(6) 2020 due to multiple cerebral insults. No comments were received from the customer regarding whether the death was considered to be device-related. There was no autopsy so the newly implanted heartmate 3 ((B)(4)) will not be returned. The device ((B)(4)) operated as expected.